Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Field d6 is blank because the product is not implantable.

Event description:
It was reported that prior to the start of a da vinci-assisted low anterior resection (lar) surgical procedure, the customer noticed that the coating of the maryland bipolar forceps instrument was peeled and burned. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that there was no patient injury. The reporter did not know if the instrument was used on the patient. The reporter was unaware if a backup instrument was used. The damage was noticed during preparation before the procedure (pre-anesthesia). The reporter did not know if the instrument was inspected prior to reprocessing. The reporter was not aware if there was any arcing observed during the last procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damage to the conductor wire's insulation at the yaw pulley. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation show damage which may indicate potential mishandling/misuse. Additionally, the instrument was found to have scratch marks on the yaw pulley. One side of the yaw pulley had several scratches. The instrument was found to have a frayed grip cable at the grip hub, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the frayed cable did exhibit damage that would have contributed to the cable fraying. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip and at the grip base between the grips. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed.

Event description:
Refer to h10/h11 for follow-up information.